Event description:
1982-automobile accident had surgery to reconstruct skull. Had several surgeries to fix and remove bone mass. "Long and complicated history of facial implants". Since 1999 has had recurrent cystic tumors in the sinuses. Had surgery in 2000. In 2001, surgery to remove tumors. Since one month ago had pressure in sinuses. Reporter feels sinus pressure is due to the plate. However, dr told them pressure is due to the cystic tumors. Reporter feels that the "tumors are a result of the plate screws going into the sinuses." They are scheduled for surgery.

Event description:
Add'l info rec'd from MFR 09/10/03: the catalog number of the subject device was not provided. The lot number of the device was not provided. No evaluation could be made, no conclusion could be drawn as no device has been returned. The total number of devices manufactured and distributed for the last three years cannot be determined without a catalog number. A medwatch report has not been filed on this event. There is insufficient info to determine that this device is a synthes device.